Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent minimum fill notifications. Reportedly, the customer did not under-fill the cartridge. The customer as unable to load successfully and confirmed that an alternate method of insulin delivery was available. Customer's blood glucose was 91 mg/dl.